Manufacturer narrative:
The actual lens as part of the preloaded delivery system remains implanted. The foreign material/debris was received and evaluated. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. Prior to release, the lenses are 100% cleaned and inspected at 10x microscopic magnification. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Also, the dfu instructs the physicians to inspect the unit once the box was opened. The debris previously analyzed using fourier transform infrared (ftir) spectroscopy was identified as abs (acrylonitrile-butadiene-styrene) which is part of the components materials of the preloaded delivery system. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Explant date: not applicable; lens remains implanted at the time of submitting the MDR. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of the intraocular lens (iol), debris was observed in the patient's eye. The surgeon took the debris out of the patient's eye with a surgical instrument. The intraocular lens was implanted in the patient's eye. No patient injury reported.